Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (1000 mcg/ml at 350 mcg/day) and morphine (10 mg/ml at 3.5 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2016 it was reported that the patient was hearing a pump alarm that started about 3 weeks ago. She didn't know it was the pump; she thought maybe it was the computer. Per the patient, the alarm was sometimes 3 beeps and sometimes more than that. Sometimes it happened if she was sitting. The patient was sure it was the pump alarming and she had "started to hurt" in the last couple of days. The patient's hcp (healthcare professional) had told her to go to the ER (emergency room). Additional information was received on (B)(4) 2016 from a healthcare professional via a company representative and it was reported that telemetry confirmed a critical alarm was occurring due to low battery reset and safe state on (B)(6) 2016. The pump logs were checked. The patient had a loss of therapy, increased pain, nausea, pain around the pump, and it hurt when she breathed. The symptoms had come on suddenly. The pump was in minimum rate mode. No rotor or dye study was done. The pump was replaced on (B)(6) 2016 and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump identified a low-battery reset with an undetermined cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.